Event description:
Hospital technician reported that in 2004, during a dialysis procedure blood leaked past the exterior pressure transducer protector and into the interior pressure monitor lines. Investigation relative to reports of blood in the internal pressure monitoring lines of hemodialysis hardware has shown that this can be related to blood striking through the transducer protector on the bloodline during patient use. No patient injury was reported.

Manufacturer narrative:
The 1550 hemodialysis machine contains internal pressure monitoring lines that are connected to pressure fittings on the outside of the machine. A sterile hydrophobic transducer protector is placed on each pressure fitting before connecting a pressure monitoring line to it (on the outside of the machine). The pressure monitoring line is part of the disposable patient bloodline. The transducer protector is used to prevent the blood from entering the pressure monitor that can cause disinfection problems and possible cross-contamination between patients. The 1550 operator's manual instructs users to replace transducer protectors between patient treatments. The manual also instructs users to replace wet transducer protectors, check the internal components and replace contaminated components as required. The root cause of the contamination reported in this incident is still being investigated. Once the investigation is complete, a follow up report will be sent. On june 10, 2004, baxter issued a safety alert in response to reports received relative to blood contamination of the pressure monitoring lines in hemodialysis equipment.